Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed. Analysis of the lead indicated the interior svc (superior vena cava) defibrillation cable developed a fracture due to flexing while in vivo. Concomitant product: ddbb1d1 ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had a possible fracture, noise and was oversensing, causing an inhibition of pacing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.